Event description:
It was reported that a spectrum pump alarmed door not fully latched. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door not fully latched alarms. Eval found the force required to close the door is above expected levels, and if not applied will cause the alarms. The door hooks and latch pins were replaced to correct this condition.